Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The patient's past medical history included endometrial biopsy in 2014 and procedural pain (pain during uterine biopsy) in 2014. On an unknown date, the patient had essure inserted. On an unknown date, the patient would undergo hysterectomy (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - in 2014: biopsy was fine. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.